Manufacturer narrative:
Device evaluation is not necessary as the protrusion is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had their generator and leads explanted. It was reported that the leads were cut and the electrodes left in place. Device evaluation is not necessary as the protrusion is not related to the functionality or delivery of therapy of the device. No further relevant information has been received to date.

Event description:
It was reported that the patient was referred to their neurosurgeon due to their lead wire protruding from their neck. It was reported that the lead wire was not sticking out of the patient's neck and that x-rays were taken. X-rays have not been received by the manufacturer to date. The patient was scheduled for lead revision due to the protrusion and to preclude a serious injury due to the risk of exposure through the skin. It was reported that the physician did not have an assessment regarding the cause of the protrusion and that the patient had not experienced any known falls. The lead was not protruding after the implant surgery. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date. No known relevant surgical intervention has occurred to date.